Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have cracked clamping pulleys on input axis 5 (pitch). The cracks resulted in the loss of tension of the corresponding pitch cables. This crack causes the joint to not move as it should. Additionally, the fenestrated bipolar forceps was found to have a loose pitch cable at the input disk 5 in the proximal end housing. The fenestrated bipolar forceps was installed on an in-house system and driven. The fenestrated bipolar forceps instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded; a lag or delay in the motion was observed. The clamping pulley on input disk 5 was found to be cracked in the proximal end housing. The complaint was confirmed by failure analysis. The probable root cause of the cracked instrument clamping pulleys and instrument loose pitch cables are attributed to improper cleaning or sterilization techniques used during reprocessing. A cracked clamping pulley at the proximal end can cause the cable to become dislodged, so cable tension is lost, and results in the cable becoming derailed or loose at the opposite distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument joint was not moving how it should. The procedure was completing as planned with no reported injury.